Event description:
On (B)(6) 2014, the lay user/patient in the USA contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, at 3:00 pm, the patient obtained the blood glucose reading of 369 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. The patient took the action of taking 3.0 units novolog insulin based on this reading. At 4:00 pm the patient experienced the symptoms of shaking and sweating; he did not seek any medical attention or treatment. The patient manages his diabetes with insulin taken on a sliding scale. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter result. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014).the patient¿s meter has been returned on 4/22/2014 and evaluated by lifescan product analysis on 4/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.